Event description:
The customer contacted physio-control to report that when their lucas device was removed from use on a patient "the patient¿s chest opened up down mid-line sternum and a large amount of blood sprayed out of open cavity." It is unknown if the device cause or contributed to this event. The patient involved in the reported event is deceased.